Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test, due to the adc freestyle libre reader not turning on with button press or test strip insertion, stating that it "turned off wednesday or thursday and wouldn't turn back on". The customer subsequently experienced symptoms of hyperglycemia described as facial numbness and inflammation in the face. The customer presented to an unspecified point of care, where she was diagnosed with hyperglycemia and insulin was administered, in addition to further testing and non-diabetes specific treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported being unable to test, due to the adc freestyle libre reader not turning on with button press or test strip insertion, stating that it "turned off wednesday or thursday and wouldn't turn back on". The customer subsequently experienced symptoms of hyperglycemia described as facial numbness and inflammation in the face. The customer presented to an unspecified point of care, where she was diagnosed with hyperglycemia and insulin was administered, in addition to further testing and non-diabetes specific treatment. There was no report of death or permanent impairment associated with this event.